Event description:
It was reported that when implant was introduced to patient, the surgeon seems to have problem to tighten the screw into the tibia. When the screw was removed, it was noted that the screw was broken at the tip. The surgeon did not ask to open a new screw as patient was awake during procedure and he did not want to scare the patient. Thus, he used our staples instead to do a double fixation at the tibia. No patient injury was reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.